Manufacturer narrative:
Batch review performed on 08 november 2018: lot 174579: (B)(4) items manufactured and released on 10-oct-2017. Expiration date: 2022-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery, it was noticed that the sterile packaging of the tibial tray was damaged. Another tibial tray was used. There was no delay in the case.

Manufacturer narrative:
Only implant returned on january 17 2019, the packaging was not received for investigation. On the 29 january 2019 the device were checked by complaint department who detected a packaging leaking. From the returned device no visual inspection is possible because the packaging (that is the subject of this complaint) is leaking.